Event description:
This patient reportedly presented with a skin infection shortely after cochlear implant surgery. The infection was treated, but did not resolve. The device will be explanted in the near future and the patient will be reimplanted as soon as the site heals.